Event description:
The patient underwent the successful coil embolization of the right posterior communicating artery aneurysm. Immediately post procedure the patient was in a stable condition. The patient was discharged thirty one days post procedure with severe "physical or mental disability (dependent)". No other information was provided.

Manufacturer narrative:
Anticipated procedural complication. The device history record review found that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The reported event is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.